Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation with ventricular pacing. The ventricular lead was repositioned. No lead abnormalities were noted. The patient tolerated the procedure well and was fine post procedure.